Event description:
According to the customer on 5/11, "during a surgery and while the surgeon was using the laparoscopic monopolar bovie, the thicker part of the single use bovie cord ignited a flame."

Manufacturer narrative:
According to the customer on 5/11, "during a surgery and while the surgeon was using the laparoscopic monopolar bovie, the thicker part of the single use bovie cord ignited a flame. The surgeon stopped the bovie and the flame vanished. The bovie cord, machine, adapter and pedal were removed and isolated. There was no harm to the patient, surgeon, or or team. The fire was visualized. There was no serious injury or medical intervention ". The device is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.